Event description:
It was reported by the patient that she underwent a wound repair on (B)(6) 2014 and suture was used. She stated that the wound remained painful and inflamed. On an unknown date the suture broke resulting in a wound dehiscence and a poor cosmetic outcome. It was decided to forgo any further attempts at a repair at that time and delay treatment until (B)(6) 2014. In (B)(6) 2014 the patient underwent another procedure to close the wound. A different suture was used. At present time, the wound is holding and the patient is not experiencing any complications.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.